Manufacturer narrative:
Qn# (B)(4).

Event description:
Md was performing the procedure according to IFU. After entering the dilator, the hub of dilator was broken in the process of combining with the sheath. Md could not proceed with the procedure, and md finished using the new product.

Event description:
Md was performing the procedure according to IFU. After entering the dilator, the hub of dilator was broken in the process of combining with the sheath. Md could not proceed with the procedure, and md finished using the new product.

Manufacturer narrative:
(B)(4). The customer returned one sheath with dilator assembly for examination. The dilator was returned inserted through the sheath. Visual examination confirmed that the dilator hub was completely separated from the dilator body, the hub was returned. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 21 1/16", which is within the specification limits of 20 7/8"-21 3/8" per the dilator graphic. The dilator outer diameter measured .1071", which is within the specification limits of .107"-.110" per the dilator graphic. The dilator inner diameter measured .044", which equals the nominal value of .044" per the dilator graphic. The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. A device history record review was performed, and no relevant findings were found. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of hub separated from dilator was confirmed through complaint investigation. The dilator body were separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.